Event description:
The customer stated he had a bent cannula and the insulin pump did not give a no delivery alarm. Troubleshooting was performed and the insulin pump gave the no delivery message on the screen but there was no audio tone for the alarm. Advised the customer that the insulin pump would be replaced, due to the audio anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.